Event description:
Began coughing and sneezing and mucous from sinuses, slowly over the past year. I didn't report or fuss about because I didn't think it was a big deal. But knowing the recall reasons I'm beginning to think these problems is causing it. I will discuss with my physician for testing. FDA safety report ID# (B)(4).